Event description:
Emergency medical services (ems) used 2 separate glucometers to evaluate the blood glucose of an unresponsive patient. Between the 2 glucometers the 3 separate readings are as follows: 379, 99 (glucometer sn (B)(6)). 103 (glucometer sn (B)(6)). Ems arrived at the hospital and hospital staff used their glucometer to evaluate the patient's blood glucose and obtain 27 with two separate test. Hospital has additional lab values. Ref report: mw5176363.